Event description:
It was reported that the patient passed away due to sepsis. The patient developed a systemic infection and blood, urine, and sputum cultures were done. Antibiotics were prescribed according to culture sensitivity report. The patient was treated fro sepsis for three weeks leading up to death. The pump was not explanted and operated as expected.

Manufacturer narrative:
Event date was requested but could not be provided. The event date was estimated to be 3 weeks prior to patient death. Reporter postal office or zip code:(B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.